Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Initial reporter: (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Results pending completion of evaluation.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A contralateral leg component (plc161000j/16019657) was implanted successfully, and upon removal of the delivery catheter, a trailing olive was caught on the proximal edge of an introducer sheath. The delivery catheter was successfully removed, but the physician confirmed that the trailing olive was damaged. Final angiography did not reveal endoleaks, and the procedure was concluded.

Manufacturer narrative:
Correction review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.